Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
A pharmacist of the facility reported to baxter (B)(4) of a solution administration set in which the operator observed the tubing of the set was disconnected from the chamber. The reported condition was occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.